Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance that became out of range. All other measurements were found to be within normal limits. The physician confirmed to continue monitoring this lead and device. Subsequently, this lead was surgically abandoned and replaced with a new lead. This rv lead will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance that became out of range. All other measurements were found to be within normal limits. The physician confirmed to continue monitoring this lead and device. This rv lead remains in service. No adverse patient effects were reported.